Event description:
It was reported that the patient experienced bradycardia (40-50 beats per minute), and noticed a drop in heart rate on several occasions. The ventricular lead exhibited elevated thresholds. Output was adjusted and autocapture was turned off.

Manufacturer narrative:
Na